Manufacturer narrative:
Continuation of d10: product ID 97745bp (serial:(B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: model 97745 serial #nld110957n medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient stated for the past 3 to 4 weeks patient has been having difficulty with the controller. Patient stated sometimes it works and sometimes it does not patient stated the controller battery is not charging when connected to ac power. Patient stated that the controller was at 85% or 90% when he plugged it into the ac power cord and the green light was blinking but then it quit. Patient stated that when he unplugged it 30 min later the controller would not power on. Patient service specialist had patient remove the li battery pack and plug the controller into the ac power cord pt verified the controller does power up. Patient put the battery back in and stated that he is not seeing a green light flashing. Patient verified that there is no visible damage to the controller connector pins or the li battery pins. Pt did mention that if he wiggles the cord he can get the controller to turn on / off when connected. The issue was not resolved. An email was sent to the repair department to replace the controller and the li battery pack and the ac power cord.

Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# (B)(6), product type programmer, patient product ID 97745bp, serial# (B)(6), product type accessory product ID 97745ac, serial# unknown, product type accessory h3. Analysis was performed on [serial/lot #: (B)(6)] analysis found that there was bent battery contacts medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.